Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. The device had a large amount of water inside and further troubleshooting was not possible. The customer has taken the device out of service. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device displayed a service wrench. Upon evaluation of the customer¿s device, physio-control observed that the device displayed an "abnormal energy delivered" message. As a result, the wrong defibrillation or no defibrillation therapy would be delivered, if it were necessary. There was no patient use associated with the reported event.